Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1007515 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/lot 1007515, test base part number 190-430/lot 1007515 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1007515 showed that the complaint rate (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles did not contain data for the dates provided.

Manufacturer narrative:
Reference manufacturer reports:1221359-2021-01021 & 1221359-2021-01022.

Event description:
The customer reported false positive results with the ID now covid-19 assay for (3) patients performed on different dates this MFR. Report addresses patient 3 of 3. The customer reported a false positive result for patient 3 with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal swab. Repeat testing was not performed. Confirmation pcr testing (cepheid pcr + altona pcr) on (B)(6) 2021, and twice on (B)(6) 2021 using nasopharyngeal swabs in viral transport media generated negative results. It was also reported covid serology (igg) was positive for this patient. The customer stated the patient was symptomatic. The patient was tested in the emergency room. Per the customer, the patient impact was admission to ICU cohorting area. Additional information is being requested. In the absence of additional information at this time, this event is being reported as both a product malfunction and serious injury.